Event description:
Material#: 305106, batch#: 3055903, 3024945. It was reported by customer that in the past several months that the needles are clogged. No medical intervention. Verbatim: rcc received a complaint via phone. Pir attached. (B)(6). In the past several months that the needles are clogged. No medical intervention they are using the these for injections on the eye. Has samples used samples available for the investigation. 305106. 3055903. 3024945.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Two batches reported: 3055903 - device manufacture date: unknown. 3024945 - device manufacture date: unknown.

Manufacturer narrative:
Pr 9419192 follow up for device evaluation. It was reported the needles are clogged. To aid in the investigation, five samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305106, lots 3055903 and 3024945. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material#: 305106 batch#: 3055903, 3024945. It was reported by customer that in the past several months that the needles are clogged. No medical intervention . Verbatim: rcc received a complaint via phone. Pir attached. (B)(6). In the past several months that the needles are clogged. No medical intervention they are using the these for injections on the eye. Has samples used samples available for the investigation. 305106, 3055903, 3024945.